Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor did not work occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient changing the device time which led to signal loss. The reported event of the sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.